Event description:
The perfusionist had difficulty rewarming the pt at the end of the cardiopulmonary bypass procedure. It took an add'l 30 minutes to bring the pt's temperature up to normal. The pt's recovery was uneventful.

Manufacturer narrative:
The item purchased by the customer perfusion pack containing a blood oxygenator also manufactured by cobe cardiovascular. The issue reported was with the blood oxygenator inside the pack. Evaluation of the heat exchanger could not be performed because it was not returned. Heat exchange issues can be caused by a defect within the heat exchanger, issues with the heater cooler performance or debris from the heater cooler system clogging the heat exchanger. This oxygenator was built with a heat exchanger manufactured during the same time frame as the others that were determined to be defective due to a reduction in heat exchanger surface area. This reduction was caused by end plate braze material wicking down and masking a number of the blood channels. The heat exchanger is manufactured for cobe cardiovascular by an outside supplier. Process corrections have been made at the supplier of the heat exchanger and inspection added both at the supplier and cobe cardiovascular. Based on investigation of the cause of this incident, a formal field notification was issued to all affected customers.